Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to the r-unit is broken and therefore the image has white dots and he fiber bonding in the outer tube area (distal end) is damaged due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited he r-unit is broken and the fiber bonding in the outer tube area (distal end) is damaged. There was no patient involvement.